Event description:
Pfs and medical records received. The patient was revised on (B)(6) 2006 for pain and infection and the tibial insert was revised. Pfs doesn¿t allege infection at this time.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. Patient medical records were provided. From a medical perspective, based on the information available, the compliant is unlikely to be product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.this complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.